Manufacturer narrative:
The device is not returned to manufacturer for evaluation therefore we cannot determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with preoperative diagnosis of spinal stenosis underwent stage 2 direct lateral interbody fusion at l2-l5. Intra-op, during the reduction of the rods extender popped off the screw. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.